Manufacturer narrative:
The customer stated she uses her pump in style max flow parts on her swing breast pump and they work fine. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic. She is getting a breast scan this week to confirm her mastitis is gone, and she is no longer having pain anymore after taking the antibiotics. She indicated the replacement pump was working and she is fully expressing milk now. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 12/29/2021. There was low suction with the pump when tested with a lab kit. Human milk residue was found in the motor aggregate (motor & pump mechanism). After cleaning the motor aggregate the vacuum readings were within specifications. The eccentric motor shaft is out of specification. The customer's report of low suction could be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that her pump in style max flow breast pump was not expressing her. She also alleged she had mastitis and was prescribed an antibiotic by her doctor.